Event description:
Per the clinic, the patient experienced a decline in performance due to changes in the patient's residual hearing condition. Subsequently, the patient abutment was removed under general anaesthesia on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.